Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose in the high 500's mg/dl. Customer indicated that their blood glucose was not coming down and they spoke with their doctor who advised to change the site. The customer was advised that the infusion set and reservoir would be replaced and to return the product for analysis. Customer was advised to call back if they have any further questions.